Manufacturer narrative:
The event was reported to have occurred on "an unreported date recent days". On an unreported date in recent days, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with cephalosporin (dose, route, frequency and duration were not reported) and "dingka" (dose, route, frequency and duration were not reported) added into dianeal solution for the treatment. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.